Manufacturer narrative:
Service visited the customer site and performed a stellant injector checkout. The system was found to perform to specifications. The disposables used in the reported occurrence were third party and not manufactured by bayer medical care. Additional applications training has been offered and will be scheduled if accepted by the customer.

Event description:
We received the following information from the customer: a (B)(6) year old female patient underwent a CT scan and suffered an extravasation of 50 mls of contrast to the right antecubital area while connected to a stellant injector system. The radiologist treated the patient with a cold compress and massage. The patient was referred to the dermatology department and was prescribed a steroidal anti-inflammatory agent and then admitted to the hospital for observation. The next day the patient was discharged. The patient continued to experience pain along with numbness of the fifth digit and was evaluated by an orthopedic surgeon. Following the additional orthopedic evaluation, the patient was prescribed multiple drug therapy interventions by dermatology and orthopedic specialists. The patient was reported to be improving, but still is receiving follow up care.

Manufacturer narrative:
Corrected data from initial report: the initial emdr dated march 22, 2018 was submitted with the incorrect date of event. The correct information is as follows: date of event - (B)(6) 2018. In addition, it has been confirmed that the customer has declined additional applications training.